Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 350 mg/dl and insulin injections were used to lower bg level. Tandem technical support performed a system check and determined that the cartridge was the cause of the occlusion alarm.